Manufacturer narrative:
Device evaluated by MFR. The express ld device was returned without the stent in position over the balloon. The stent was not returned for analysis. The balloon was noted to be tightly folded and had not been subjected to positive pressure. Blood was noted on the outside of the balloon material. A visual and microscopic examination identified no issues with the balloon material that could have contributed to the complaint incident. No damage was observed to the tip of the device. A visual and tactile examination identified no damage along the length of the device that could have contributed to the complaint incident. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. Bsc ID: (B)(4). Tw: (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the common iliac artery. A 8.0x40x75cm express¿ ld vascular stent was advanced but failed to cross the lesion. When the device was removed, the stent was no longer on the balloon and when the balloon was out of the sheath. It was noted that the stent dislodged from the balloon and travelled into the vessel in the groin area. Multiple attempts were done to removed the dislodged stent but it was unsuccessful. The patient underwent groin des-obstruction to removed the stent. No further complications were reported and the surgery went well and the patient's status was okay.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the common iliac artery. A 8.0 x 40 x 75 cm express¿ ld vascular stent was advanced but failed to cross the lesion. When the device was removed, the stent was no longer on the balloon and when the balloon was out of the sheath. It was noted that the stent dislodged from the balloon and travelled into the vessel in the groin area. Multiple attempts were done to removed the dislodged stent but it was unsuccessful. The patient underwent groin des-obstruction to removed the stent. No further complications were reported and the surgery went well and the patient's status was okay.